Manufacturer narrative:
Analysis was able to confirm the customers comment of a dead spot on the screen. The overlay was replaced. It was also noted that the power cord bay door tabs were broken. The lower display bullets and radiofrequency (rf) head label laminate were missing. The rf head lens was cracked and the rf head cable outer jacket was split open but still functional. The hard drive was reconfigured and reloaded and the software was updated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a dead spot on the programmer touch screen while using the stylus. The programmer was returned for service. There was no patient involvement.